Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023- june-08. H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 3101659 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 3101659 for contamination. Retention samples from batch 3101659 were not available for inspection. One hundred plates from batch 3101659 were returned as 10 unopened sleeves shipped in a 100pack carton. Plates were inspected and25/100 plates had surface bacterial growth (time stamps 2121-2123, 2125). Plates were submitted to the ID lab and peribacillus simplex and pseudomonas fluorescens was identified. Four photos also were received for investigation. One photo features a sleeve label from batch 3101659 for batch verification. Another photo shows the top of a sleeve with the plate print for batch 3101659 (time stamp 2122) visible. The other two photos each show the top of an unopened sleeve with growth visible in the top plate. This complaint has been confirmed for contamination. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are part of the implementation with an ongoing training review for cleaning processes. Improvement in observation of contamination is expected as the CAPA progresses. Bd will continue to trend complaints for contamination.

Event description:
It was reported that 50 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) plates were contaminated prior to use. There was no report of patient impact. The following information was provided by the initial reporter: contamination noticed before inoculation different sleeves have white, brown, and black colonies contamination on surface and subsurface.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 50 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) plates were contaminated prior to use. There was no report of patient impact. The following information was provided by the initial reporter: contamination noticed before inoculation. Different sleeves have white, brown, and black colonies. Contamination on surface and subsurface.